Manufacturer narrative:
Correction made to d4: lot: suspected lots r23c02079 and r22h23109 . D4: expiration date for suspected lot r23c02079: 3/3/2025 d4: expiration date for suspected lot r22h23109: 8/24/2028 h4: device manufacture date for suspected lot r23c02079: 3/3/2023 h4: device manufacture date for suspected r22h23109: 8/24/2022. H10: a batch review was conducted for suspected lots r23c02079 and r22h23109 and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets had air resulting in upstream occlusion alarms on the pump. The issue was identified during patient infusion with unspecified medication, towards the end of therapy (empty bag, but there is still liquid in the tube). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.